Event description:
When the surgeon introduced the phaco tip into the anterior chamber and depressed the foot pedal to the first level the pt. Had an immediate pain reaction and a large corneal burn was immedialtely observed left eye.